Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient displayed over-medication symptoms after a pump refill procedure on (B)(6) 2016. After the patient left the facility, patient became increasingly sedated and lost consciousness in the parking lot outside the facility. Patient was taken inside to a clinic nearby and ems was called. The patient was administered narcan and taken to the emergency room. The pump reservoir volume was checked, and it was observed that the volume of undelivered drug remaining in the pump reservoir was less than the expected volume based on the programmed infusion rate. The physician believes a pump pocket fill occurred during the refill procedure. The patient later stabilized and continued with pump therapy.